Event description:
It was reported that a patient underwent a pvc ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that there was a cardiac tamponade on a premature ventricular contraction (pvc) patient, the patient went to the or. This happened without ablation, it has been probably due to a sheath positioned in the right atrium. The procedure has been interrupted when the physician noted a pressure blood drop in the patient. The physician stopped the procedure and asked for an echocardiography. No ablation was performed. 500ml of blood were extracted from the epicardium of the patient, despite this the patient was sent to the or to close the region of interest were there was the effusion. The tamponade was found in the right atrium. After the surgery, patient was stable. It is the opinion of the physician that the tamponade was caused as he inserted the ablation catheter in the heart. More precisely he wanted to place the ablation catheter in the superior vena cava (svc) but by mistake the catheter was moved into the right appendage. The physician opinion is that the complication is not caused by malfunction of the biosense webster articles, but by a human mistake. Additional information- the adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. The physician opinion is that the complication is not caused by malfunction of the biosense webster articles, but by a human mistake. It was during a premature ventricular contraction and the procedure stopped and the patient was sent to the or. Outcome of the adverse event was improved/fully recovered. Transseptal puncture was performed with abbot brk needle (but was not caused by the transeptal puncture probably). Prior to noting the pe (pericardial effusin) or CT (computed tomography), ablation was not performed. No steam pop/no ablation was performed. The event occurred during the mapping phase. Qdot was inside the patient but did not ablate. Correct catheter settings were selected on the generator. No ablation was performed. No error on carto. All force visualization features were used but not ablated. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. E1 initial reporter phone: (B)(6). No information (ni) is available in section e for the reporting party's identity and email address. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31007531l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).